Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It has been reported that a male patient is experiencing halos and glares and unable to drive at night since first post-op visit. He has light sensitivity and blurry vision when the light hits him. Patient had a tecnis multifocal lens zma00 implanted in the right eye on the (B)(6) 2013 and another tecnis multifocal lens zma00 implanted in the left eye on the (B)(6) 2014. This report is for the lens implanted in the right eye.